Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed a long charge time after six months of implant.

Manufacturer narrative:
The physician was going to perform additional capacitor reformations and follow the patient in six months. Guidant will provide additional information when it is available. Approximately six years later the device was explanted for normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Guidant received information that the implantable cardioverter defibrillator (ICD) displayed a long charge time after six months of implant.